Event description:
The customer stated her contour meter was reading higher compared to another meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. She was able to reset the meter to mg/dl, and no product will be returned.